Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected.

Event description:
Hearing performance with the device is affected. The patient is now making an appointment with the treating surgeon.

Manufacturer narrative:
Additional information: according to the information received from the field damage to the device due to the reported external mechanical impact seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. An appointment to decide on further steps is planned in (B)(6) 2025.